Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side device rupture discovered by ultrasound and mammography.

Event description:
Patient reported a left side device rupture discovered by ultrasound and mammography. The device has been removed.

Event description:
Patient reported a left side device rupture discovered by ultrasound and mammography. Subsequently, physician reported capsular contracture, baker grade ii. The device has been removed.